Event description:
Total knee replacement, left knee. Left knee arthrotomy and excisional debridement with complete synovectomy for infection (27335). Left distal femur and proximal tibia bony excision for osteomyelitis (27360). Left total knee arthroplasty tibial component revision for loosening (27486). Findings: severe left knee acute periprosthetic infection. Tibial component noted to be loose at the time of debridement. Left knee arthrotomy with complete excisional debridement and synovectomy performed. Also performed was excision of any infected distal femoral and proximal tibial bone. Was able to obtain a clean joint following debridement and thorough irrigation. Prior to reimplantation, all dirty instruments and drapes were removed. The patient was then reprepped and redraped with new instruments open prior to tibial component revision.